Event description:
It is reported that the patient was revised due to pain.

Manufacturer narrative:
Review of the primary surgical notes suggest that the components were implanted with the correct fit and orientation as per the surgical technique. The revision surgical notes state that the right total knee arthroplasty was revised due to instability and chronic synovitis. An excessive amount of synovium and scar tissues were removed. The femoral component was removed without difficulty with osteotomes, and with very little to no significant bone loss. Per the package insert of the femoral component, pain and loosening of the prosthetic knee components are known adverse effects of this procedure. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Device history records were reviewed and no deviations or anomalies were found. No devices or photos were received; therefore the condition of the components is unknown. This device is used for treatment. A product history search revealed no additional complaints against the related part and lot combination. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.